Event description:
It was reported by service report that the head right outer siderail panel was cracked. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Conclusion: the customer requested preventive maintenance on the unit and to report any other failures for the customer to repair at their discretion.